Manufacturer narrative:
A review of the implant device history record indicates that it was manufactured to spec. Based on the limited info available the root cause of the issue cannot determined. Should add'l info be obtained to further this investigation, this report shall be updated.

Event description:
It was reported by the pt's legal counsel that the pt received a tka on (B)(6) 2006. On (B)(6) 2007, the pt underwent manipulation under anesthesia with arthroscopy for lysis adhesions. On (B)(6) 2007, the pt was revised.